Event description:
Information received by medtronic indicated the customer reports loss of communication between pump and mobile. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue is unsolved. Product will not be returned for analysis. The customer will continue to use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations.  An attempt to reproduce the reported event using: minimed mobile app (software version 1.3.1) installed on device galaxy s21 5g, android 12 with 780g mmt-1885 pump (software version 6.7v) was made. The issue was not reproduced. The reason for failed connection attempts is an undefined error which may be due to wide set of possible reasons: device software, permanent/periodic sources of radio/microwaves, error in device bluetooth stack implementation, etc. Upon investigations, it was understood that the most likely cause is due to user device bluetooth stack implementation or high level of electromagnetic noise. Generic steps to resolve the issue were passed to technical support: delete mmm app. Clean data of bluetooth app. Reset network settings. Restart device. Install mmm app. Turn off battery optimization for the mmm app. Try to pair pump and device, do not leave the pairing screen during the pairing process. Try to pair test the pump pairing with another available phone (if possible). Try to pair pump in another location, with lower amount of electromagnetic noise. Helpline confirmed that they lost communication and therefore the incident was closed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to additional manufacturer narrative has been updated and provided in h10 section of this report.